Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the usb/charging cable and burn marks were observed. Visual inspection was performed on the reader and burn marks on the usb port was observed. Visual inspection was performed on the power adapter and no issues were observed. A load tester was used to test returned power adapter and voltage was observed to be within specification range. Power adapter passed testing. A visual inspection using a digital microscope was performed upon receipt of the device. Burn marks were observed on the usb/charging cable and in the reader¿s usb port. Therefore, the observations made in phase 1 of the investigation were confirmed. Further, contamination due to liquid ingress was observed in the reader¿s usb port and in the usb/charging cable. Glucose data readings would not give any indication of smoke, explosion, or fire occurring. The returned reader was brought to the bench to perform functional testing. The returned battery was measured to be within the range specification. No issues were observed on the returned battery, and it was observed to charge normally when connected to a charging cable. Off-current consumption testing was performed to check the current draw of the returned reader. The off current was measured to be in within the range specification for freestyle libre readers with an nxp processor. Additionally, a thermal inspection was conducted using a thermal camera (eq5163) however, no abnormal hotspots were observed on the reader's pcba (printed circuit board assembly). A load tester was used to perform a test on the returned power adapter. The current was set and the voltage both was observed to be in within the specified range. The usb/charging cable was unable to be tested due to the melted plastic in the cable. A built-in self-test was conducted using the reader's software and was observed to pass. The current consumption test was within range specification, the reader functioned as intended, and no evidence of smoke, fire or shock was observed during the investigation. Therefore, this issue is not confirmed to use due to the contamination from liquid ingress observed in the usb port of the charger and the reader. Liquid ingress can cause unwanted, intermittent shorts which can lead to overheating and melting. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the libre reader, cable and adapter met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device had a fast draining battery. The product was returned and investigated for the battery issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product has been returned and is currenlty undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device had a fast-draining battery. The product was returned and investigated for the battery issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There is no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.